Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to customer's blood glucose. Contact did not provide additional information. Although multiple requests were made by tandem technical support, customer did not reply.